Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Upon examination, the patient's right ventricular lead exhibited low pacing impedance and signal artifact. Corrective programming changes were made but no additional intervention was reported. No patient consequences were reported.